Event description:
Device explanted due to eos. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 114 months and 66 charging cycles were recorded in the devices memory. The memory content of the device was inspected, revealing that the eos status was triggered after the explantation of the device on (B)(6) 2022, most likely resulting from an automatic capacitor reformation in a cold temperature environment. In a next step, the amount of charge taken from the battery was verified. The battery condition was found to be as anticipated. In conclusion, there was no indication of a device malfunction. The eos status was triggered after the explantation of the device, most likely due to influences of a cold temperature environment and proved to be as anticipated.